Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was over three years post-op from primary tka. Patient complained of persistent pain and instability. She underwent revision surgery where all components were found to be well fixed. Gross inspection of the liner revealed "deformity of the anterior lip of the liner medially" from the op report. Liner revised.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient was over three years post-op from primary tka. Patient complained of persistent pain and instability. She underwent revision surgery where all components were found to be well fixed. Gross inspection of the liner revealed "deformity of the anterior lip of the liner medially" from the op report. Liner revised.